Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation, the balloon of the device had an air leakage. Another device was used to intubate the patient and had the same issue. The patient had a replacement again for the third time without any issue.